Event description:
The laser system breaker was turned on, but the breaker did not stay closed. We are unaware about pt injury.

Manufacturer narrative:
The problem was due to the internal transformer. A defective insolation on transformer caused dissipation of heat, and the isolation layer burned. After the replacement of the transformer, the user system restarted to work. We are unaware about pt injury.